Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced a lens opacity (cataract). Reportedly "od vault is good vision is 20/30, but I think im seeing a lens opacity". The lens remains implanted. The serial number was not provided. H6: health effect/ clinical code: "1766" should be added. H6-health effect - impact code: "2199" should be removed and "4614" should be added. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye. Lens opacity was observed. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim#(B)(4).